Event description:
It was reported that the patient called the ventricular assist device (vad) coordinator on (B)(6) 2022 to report that the pump speed had increased "by itself" from 4800 to 5000 revolutions per minute (rpm). The rpm was originally set to 4800. The patient also reported that water had gotten into the shower bag while they were taking a shower. Log files were reviewed, and the system controller was exchanged due to an left vad (lvad) fault. The pump worked normally after the system controller was exchanged. Related MFR # for the shower bag: 2916596-2022-14781.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed one pump stop consistent with an electrostatic discharge (esd) event and subsequent lvad internal fault events. A specific cause for the lvad internal fault events could not be conclusively be determined through this evaluation. It was reported that the patient called the vad coordinator on 24oct2022 to report that the pump speed had increased "by itself" from 4800 to 5000 revolutions per minute (rpm). The rpm was originally set to 4800. Evaluation of the submitted log file revealed that on 24oct2022 at 08:13:48 a pump stop was captured. After this event, the pump appeared to ramp up to 5000 rpms without issue. Immediately after the event, lvad internal faults were captured for the remainder of the file. Based on previous complaint history, this pump stop appears consistent with an esd event. The pump operated as intended at the set speed for the remainder of the log file following the esd event. The patient remains ongoing on the heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 instructions for use (IFU) outlines all system alarms, including the lvad fault advisory, and the recommended actions associated with these events in the alarms and troubleshooting section. Section 6 of the hm3 IFU, "patient care and management" (under "postoperative patient care"), warns that static electricity can cause the lvad to stop and explains how it can be avoided. Section 6 (under "electrostatic discharge") explains that strong static discharges should be avoided. Additionally, the safety testing and classification tables in appendix c of this document include electrostatic discharge information. Section 7 "alarms and troubleshooting" describes all alarm conditions as well as the appropriate actions associated with them. Section 1 of the hm3 patient handbook, (under "general warnings"), warns the user: -do not touch television (tv) or computer screens while you have the pump. Tv and computer screens have strong static electricity. A strong electrical shock can damage electrical parts of the system and cause the pump to stop. -avoid activities and conditions that may induce strong static discharges (for example, touching a television or computer monitor screen) as electrostatic discharges may damage and/or interfere with the electrical parts of the system, and may cause the lvad to perform improperly or stop. Section 4 "living with the heartmate 3" contains a section on "static electricity", in which the user is warned to avoid activities that may cause static electricity and to discharge any built up esd by touching a metal surface before handling lvas components. Additionally, the testing & classification tables in section 9 of this document include electrostatic discharge. Heartmate 3 lvas patient handbook outlines all system alarms, including the lvad fault advisory, and the recommended actions associated with these events in the alarms and troubleshooting section. This handbook also warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.